Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences as a result of the suture breakage? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/28/2024. The following information was requested, but unavailable: were there any patient consequences as a result of the suture breakage?--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. H3 investigational summary: the product was returned to ethicon for evaluation. A paper lid with body fluids and two needle suture combinations that pertained to product code w8310 were returned. This product code is double-armed. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body of one of the needles. The suture pieces were examined, and the ends were noted to be cut, probably caused by a surgical instrument. In addition, body fluids were found on the strand. The functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.